Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2019, due to experiencing pain at the implant site. During the procedure, the internal implant magnet was explanted. The implanted fixture remains insitu.